Manufacturer narrative:
Complaint allegation is not confirmed. The images show no external fractures, bending, or deformation of the handle, metal interface, or donor shaft. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a mishandling of the device, which may have led to internal obstruction, residual biological material, or mechanical jamming within the donor shaft. Without physical device return and internal examination, the case cannot be confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04 november 2025, it was reported by a sales representative via email that an ar-8981-08s, small joint oats set 8 mm was reported to be stuck during use. This occurred on (B)(6) 2025 during an acl stage 1 grafting of previous acl tunnel. It was reported that while using 8mm oats kit, the screw tap would not eject the bone dowel. The case was completed successfully using another kit and this worked correctly. There was case involvement.